Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings this adult, female underwent closure of an atrial septal defect (asd) with an aso. The procedure was uneventful and the post-operative tte was unremarkable. The patient was seen approximately six weeks later with reports of palpitations and arrhythmias. Another tte revealed the aso had embolized into the right ventricle. The aso was retrieved surgically and the defect was surgically closed. Two cds were provided for review: one cd contained six echocardiograms and the other cd contained intra-procedural fluoroscopic images. The cd with fluoroscopic images documented the balloon-sizing, device deployment, the push-pull maneuver and device release. The cd containing six echocardiograms included two trans-esophageal echocardiograms (tee) and four ttes. Tee 1 - performed (B)(6) 2010 and documented a thorough evaluation of the defect tee 2 - performed during the (B)(6) 2010 procedure. Imaging began with balloon sizing, followed by attempts to place the device and included an evaluation of the deployed device tte 1&2 - performed pre-implant to evaluate the asd. The asd was large and there was significant rv enlargement. The septal motion was flat and there was mitral and tricuspid regurgitation tte 3&4 - performed post-procedure and documented the aso in place without any evidence of a residual shunt. The fourth tte was obtained in (B)(6) 2011 and revealed the aso had embolized into and was mobile within the rv cavity the tee evaluation revealed that the asd was anteriorly located. The av valve rim was of good size; superior rim was adequate in the anterior location but nearly absent close to the pulmonary vein. The aortic rim was adequate and the posterior rim was adequate albeit thin. The svc and ivc rims were adequate for device closure. The asd appeared to be oval, with the largest diameter in the short-axis view. Including the thin posterior rim, the defect dimensions were as large as 36mm. The defect appeared much smaller by color doppler since the thin edges of the atrial septal rim decreased the width of the color flow across the asd. The largest dimension of the defect was around 36+ mm in diameter. The smallest dimension of the defect was in the bi-caval view where it was roughly 24mm. When balloon-sizing was performed, stop-flow diameter was not achieved as color flow was observed when the inflated balloon was across the asd. Even with color flow, the balloon sizing was a minimum of 31mm. According to agas medical consultant, with the achievement of complete stop-flow, the defect would have measured about 34mm. The aso was placed and grasped the atrial septal rims adequately. However, the anterior/posterior dimensions of the defect were much larger than the device that was chosen and the aso embolized. The decision to remove the device surgically was excellent as the device had been in the cardiac chamber/circulation for almost six weeks. Percutaneous retrieval may have subjected the patient to an increased risk of thrombo-embolism. Device analysis: the aso was returned to aga medical bloody with tissue growth present. The aso was measured and the size was confirmed to meet dimensional specifications. When the aso was examined microscopically, the distal disc stitch was damaged, loose and exhibited frayed ends; however, the source of the damage could not be determined. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Conclusion: according to agas medical consultant, the aso embolized due to the following: a complex defect - the defect was oval in nature which made defect measurement and device selection difficult. The posterior rim and the edges of the superior rims were thin and hence had no strength to hold the device. The edges gave in making the aso much smaller for the defect. Sizing - balloon-sizing with stop-flow technique never achieved complete cessation of flow according to the images provided. So the aso that was selected was smaller than appropriate for the defect. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, a 30mm amplatzer septal occluder (aso) was successfully implanted in this (B)(6) patient on (B)(6), 2010. Device placement was confirmed at implant and the next day following a transthoracic echo so the patient was discharged. On (B)(6), the aso was found to have migrated to the patient's right ventricle. The patient also reported experiencing dyspnea and tachycardia post-implant but assumed it was a normal response. The aso was removed surgically and the defect was surgically repaired using a patch. Medical records and images were requested and the aso is expected to be returned for analysis. When further information becomes available, an updated report will be submitted.